Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no: 20227510) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included amenorrhoea, cervicitis, menorrhagia, uterine fibroid, adenomyosis, uterine adhesions and endometrial ablation. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menorrhagia ("menorrhagia"). The patient was treated with surgery (essure removal / da vinci total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain and menorrhagia outcome was unknown. The reporter considered menorrhagia and pelvic pain to be related to essure. The reporter commented: no. Of coils: left 3, right 2. 1st essure on left ostia opened prematurely. It was then removed from the ostia and uterus. A new essure was placed on the left. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain., menorrhagia. Most recent follow-up information incorporated above includes: on 31-dec-2020: mr received. Reporter information, patients details, lot number, other relevant history, device information details added. Event: "medical device removal "updated to "pelvic pain". Rcc updated. New event added- menorrhagia. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 20227510) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included amenorrhoea, cervicitis, menorrhagia, uterine fibroid, adenomyosis, uterine adhesions and endometrial ablation. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menorrhagia ("menorrhagia"). The patient was treated with surgery (essure removal/da vinci total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain and menorrhagia outcome was unknown. The reporter considered menorrhagia and pelvic pain to be related to essure. The reporter commented: no. Of coils: left 3, right 2. 1st essure on left ostia opened prematurely. It was then removed from the ostia and uterus. A new essure was placed on the left. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain., menorrhagia. Lot number: 20227510, manufacturing date: 2009-12, expiration date: 2012-12. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-jan-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted for female sterilisation. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received. Cluster ID was added. Event injury nos replace with new event medical device removal. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.